Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported patient lost therapy aa the ipg was not charged over a year. The ipg was deemed inoperable. As such the ipg was explanted and replaced with a new device. Post procedure effective therapy was restored. There was no complication during procedure.